Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR 3004753838-2019-103332 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Reportability decision updated to non-reportable as the complaint was confirmed to be a pairing failure instead of signal loss. Please disregard initial report describing signal loss.